Event description:
A report was rec'd that the pt has drainage at the lead site. The pt was prescribed IV antibiotics. The physician doesn't believe the infection is device related but procedure related as the pt had a previous (B)(6) infection. The pt is doing well at home.

Manufacturer narrative:
A review of the mfg documentation of the implanted leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional info was rec'd that the physician recommended that the patient's system be explanted due to the lead being partially exposed after healing from the infection. The pt doesn't want to undergo the explant as the device is providing the pt pain relief.